Manufacturer narrative:
(B)(4). The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported mobile system blood glucose results of 120 mg/dl and 60 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent. Customer used 2 meters and 2 test strip cassettes. Customer could not provide any further information which meter/strips cassette she used or the lot of the test strips she used.